Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had developed an itchy and blistering rash under the rear therapy electrodes. The patient's physician recommended an over the counter ointment for the irritation. The patient reported that the irritation improved.